Manufacturer narrative:
Qn# (B)(4). Catalog # corrected to cdc-45552-tts. The customer returned one 2-lumen PICC for evaluation. The sample contained obvious signs of use in the form of biological material. After the catheter failed functional testing, the distal extension line was microscopically examined. A small separation of material was found at the junction of the luer hub and extension line body. The point of separation appeared rough and jagged, consistent with a tension related tear. The returned catheter body was trimmed to 430 mm in length. The inner and outer diameter of the distal lumen were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The returned catheter was functionally tested by occluding the distal tip and injecting water into each extension line using a water-filled syringe. When the distal line was pressurized, water leaked adjacent to the luer hub. No leaks were detected when the proximal line was tested. A manual tug test confirmed both extension lines were fully secured within the luer hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a catheter leak was confirmed by complaint investigation. The distal extension line contained a small tear adjacent to the luer hub. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: patient had a PICC line that was placed 10/1/18 for chemotherapy. Patient came into the ER with a "crack" just at the connecting point of the pink hub and the tubing. When attempting to flush the port, it leaked out of the pink port where it connects to the tubing.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: patient had a PICC line that was placed 10/1/18 for chemotherapy. Patient came into the ER with a "crack" just at the connecting point of the pink hub and the tubing. When attempting to flush the port, it leaked out of the pink port where it connects to the tubing.